Event description:
Same case as MFR#: 2134265-2009-03011. It was reported by a nurse, on FDA report that post a coronary drug eluting stenting treatment procedure, chest pain and thrombosis occurred. The pt was transferred to this facility after angiography revealed a 99% stenosed lesion located in the heavily calcified mid left anterior descending (lad) artery and another 50% stenosed lesion in the ostial lad. The lesions were predilated with a 1.5x9mm maverick balloon and a 2.5x20mm quantum maverick balloon. A 1.5mm rotablator burr used. The lesions were dilated again with a 2.5x20mm quantum maverick balloon. A 2.75x32mm taxus liberte was deployed in mid lad and a 3.00x24mm taxus liberte was deployed in proximal lad, in an overlapping fashion. The result was zero percent residual stenosis with a brisk distal flow. The pt was treated with angiomax and plavix. The pt was discharged to home the next day. Two days post the initial stent placement procedure, the pt presented to the original facility with chest pain, same as the previous myocardial infarction (mi). The pt was transferred to this facility for further eval and treatment. The films revealed 100% stenosis at the origin of lad. The area was dilated with 2.5x15mm maverick balloon. Thrombectomy was performed with angiojet and a high pressure inflation was made with a 3.0x20mm quantum maverick balloon. Lucency was noted in the mid portion of the stented segment, felt to be possibly due to incomplete overlap of the two stents. A 3.50x8mm taxus liberte stent deployed at the juncture of two previously placed stents. A second 3.50x8mm taxus liberte stent was deployed at the proximal end of the previously stented segment. The stents were then dilated with a 3.5x20mm quantum maverick balloon the final films revealed 0% residual stenosis with brisk distal flow.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.